Event description:
It was reported that the capture threshold raised and there was an apparent crush at the suture sleeve. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 5076 lead was returned, analyzed and no anomalies were found. It was noted that the lead was kinked/buckled, and there was explant damage.

Event description:
It was reported that the capture threshold raised and there was an apparent crush at the suture sleeve. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).